Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the patient would only come to the hospital when a battery change is needed or if something is not correct with their stimulation or implanted material. The patient did not have an event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went in only for a battery change, when they complained about the wound or implanted material problems. The device remains in service. No surgical intervention occurred. No further complications were reported or anticipated.